Event description:
The manufacturer received information from uno legal litigation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, nausea/ vomiting, lung disease, other, choking, coughing, and chronic obstructive pulmonary disease. Medical intervention was not specified. This complaint has been reviewed and will be reported as serious injury due to the patient report of lung disease and copd which are assessed as serious injuries and meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). The manufacturer was made aware of this complaint through a representative of the customer. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.